Event description:
It was reported that the patient died two days after upgrade to bi-ventricular defibrillator system. Follow up indicated the cause of death was ischemic cardiomyopathy, prolonged qt and polymorphic ventricular tachycardia. Also reported was that the patient had terminal and/or refractory dysrhythmias.

Manufacturer narrative:
This death event was timely reported under mfg report numbers 2647346000-2010-00732, 2649622000-2010-12088 on (B)(6) 2011. However, the devices associated with the death were incorrect. Therefore, these reports are being submitted to accurately report the devices involved with the event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.